Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated he recently broke pump and was a 7 series pump instead of a 5 series. The customer was advised that we would create the replacement under the correct 5 series pump.